Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Describe the timeline of events, including bleeding, wound dehiscence, exudate, re-operation. It was reported that: ¿no residual suture fibres were found¿. How many days post op was this observed? Does this mean the suture was completely absorbed? If no, please explain. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? If stratafix symmetric was used: - when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? - after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? - did the surgeon then proceed with wound closure in the opposite direction of the first pass? - was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? - were two reverse stitches performed across the incision prior to closure? If stratafix spiral was used: - was the fixation loop secured to tissue at the initiation of suture use during the index procedure? - was at least one reverse stitch performed prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Surgeon¿s name? Bleeding what was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required for the bleeding including results. Infection what was the date of the positive culture and reoperation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe.

Event description:
It was reported that a patient underwent a tkr on an unknown date and suture was used. The patient experienced wound breakdown with subsequent infection. This patient had episodes of bleeding initially post her revision tkr on (B)(6) 2024. This had resolved prior to her leaving the clavadel rehab facility. On return home to jersey, she had a sudden breakdown of distal end of wound on (B)(6) 2024 with daughter reporting heavy exudate/bleeding. Subsequent wound care was carried out by the community nursing team in jersey. There was heavy haemoserous discharge from the wound reported with no improvement with use of aquacel silver and pressure dressings. As a result, the consultant decided to readmit the patient for a washout and reclosure of the wound. Prior to her admission a wound culture was taken, and this produced a positive result with klebsiella identified. The patient has been readmitted on (B)(6) 2025. No residual suture fibres were found during episodes of nursing wound care. The patient remains in hospital receiving ivabx with a pico dressing to her knee.